Manufacturer narrative:
Results: on used sample in an open package was returned for evaluation. The unit consisted of the needle/hub assembly partially retracted into the safety shield (barrel) and protective needle cover from winged product placed on this returned unit. A visual/microscopic inspection revealed the activation button was completely depressed, the needle/hub assembly was partially retracted into the safety shield (barrel), there were traces of dried media, and the grip was damaged, which hindered the needle from fully retracting. The damage was in the area to the side of the bottom of the grip where it connects to the barrel. The needle was then pushed to the out position and further visual/microscopic analysis observed no other anomalies or mechanical/physical damage to the needle, spring or needle/hub that would contribute to the failure other than the damaged grip. The activation button was then pressed in attempt to retract the needle but the retraction failed as it was restricted by the damage on the grip. A review of the device history record revealed no irregularities or reject activity during the manufacture of the reported lot # 6280978. Conclusion: the root cause for the reported defect has been determined to be a manufacturing deficiency as the cause of the retraction failure was damage to the grip. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. Mechanics perform alignments when misalignments are found during production. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Manufacturing was notified of this incident and the findings. The peura (end user risk analysis) rm5835 rev 10 version h was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 22 g x 1.00 in. Bd insyte autoguard shielded IV catheter did not retract during use. There was no report of injury or medical intervention.